Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per provider the scooter just suddenly stops. Key switch is difficult to use. There are screws missing from the arms. MDR filed.